Event description:
The catheter had been in place centrally in the superior vena cava about 1.5 wks when infiltration occurred on 11/7/96. The pt had been receiving hyperalimentation. The catheter was removed.